Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) when attempting to load multiple cartridges. Reportedly, customer was able to successfully load a new cartridge onto the pump. Customer had elevated blood glucose levels (250 mg/dl). Customer resumed insulin delivery to stabilize blood glucose levels.